Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: b5, d8, g3, h3, h4, h6, h11 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported (probe lens assembly) error 315 issue was not confirmed. A definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing of the colonovideoscope, an e315 scope error was observed. There no report of patient or user harm as a result of the event.